Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that there were no issues with battery leak. The hcp reported that the patient was nearing end of battery life and needed generator replaced as the cause of the device not working, not having stimulation and the recharging issue. The hcp reported that the generator replacement was ordered. The hcp reported that the issues being resolved was pending replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that things were bad from the beginning. The patient wrecked and totaled his pickup and their heart and brain in the wreck. The patient spent two weeks in the hospital. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient claims that when they charge they get 8 coupling bars, but then coupling will fall off to zero boxes without the patient moving or making adjustments. The patient stated that this started occurring 3-4 months ago after a fall. The battery has since gone dead a couple of times but no overdischarge was mentioned. The caller stated that the patient is in the office and they had been charging for two minutes with eight coupling boxes. It was reviewed that at this point it doesn¿t appear that there is an issue and is getting all coupling boxes. The patient was advised on the antenna dial and sticky patches. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the coupling falling off was not determined. No further complications were reported or anticipated. Additional information was reported that the patient stated his device hasn't worked for about a year and said that the patient did have it checked at their healthcare provider's (hcp) office and it started charging a little bit, but then it quit working. The patient doesn't have stimulation on and said that he has to lie down in order to get pain relief. The patient also alleged that their battery was leaking. The patient did not have access to equipment to troubleshoot. The patient noted he has an upcoming appointment on (B)(6) 2018. No further information was reported.